Manufacturer narrative:
Corrections: adverse event or product problem. B2 selected: add, hospitalization, initial or prolonged. Adverse event problem, health effect. H6, health effect, impact code, add 4607, hospitalization, initial or prolonged. Investigation conclusion. The reported event is non-verifiable. The physical device was not available for evaluation to investigate if a condition existed that would have contributed to the reported event. Supplemental imaging was also unavailable for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation further examine the cause of the reported event. This information may be updated if additional information is provided at a later date.

Event description:
Although requested, no additional information has been provided. Please see h6 and h11.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and not returned to the manufacturer for evaluation. Procedural or medical imaging was not provided. The alleged product issue could not be confirmed. If additional information is received at a later date, a supplemental MDR will be submitted.

Event description:
As reported, in conversation, physician shared that a patient he treated successfully with fredx, came to the ER 6 days after the stent implant with a bad headache and stroke-like symptoms. The physician stated that imaging showed that there was an occlusion in the rica where the stent was implanted. The imaging showed collateral filling from the lica to the rica cerebral arteries through the anterior communicating artery. Physician states that patient was prepped with dapt and that day of p2y12 was 134 and aspirin was being taken by patient. The procedure was to treat a cavernous aneurysm that incorporated the rica. The physician states that he used a jailing technique with a coiling microcatheter and deployed the stent and then coiled and then removed microcatheter. Patient status is discharged with an nih of 3 and discharged to rehab after 10 days of ICU stay. The extended stay was to help with blood pressure management.